Event description:
The dr claims that the graft was implanted for an aortic aneurysm replacement and took approx 10 mins to stop bleeding ("oozed out blood") after air evacuation from the graft. The dr controlled the bleeding by hand pressure. The quantity of blood lost through the graft is unknown and unattainable. There was no injury to the pt. The graft was left in. The pt is doing well now.